Event description:
Upon use of electrocautery device in laparoscopic cholecystectomy case, the surgeon was lying current through the "j" hook of the bovie, current appears to have leaked out through a defect in the insulation proximal to the tip. Power loss was experienced at the tip of the device. The camera noticed some areas of charred liver tissue. The device was removed immediately and not used again. Dates of use: 2009. Diagnosis: for laparoscopic cholecystectomy. Event abated after use stopped: yes.